Manufacturer narrative:
The company representative replaced the motor controller board and a fuse. In an unrelated repair, he also replaced the safety disk, which had expired. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit started making an unusual noise. It stopped running and sounded a continuous alarm. The pt ws switched to another unit and therapy was continued. No pt injury was reported.